Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Mitek employee. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the sales rep's truespan meniscal repair peek 0 degree trigger was pulled back and got stuck. The sales rep stated that the first implant could not be deployed. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation. This is report 1 for 1 (B)(4).